Manufacturer narrative:
No device will be returned for evaluation as it was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The instructions for use contains the following warnings: improper placement, sizing, or alignment of the finger cuff can lead to inaccurate monitoring. Do not apply finger cuff(s) on a hand or finger when a second blood pressure measurement device is actively monitoring on the same arm (or hand or finger). As part of the manufacturing process 100% of the units go through an electrical testing, visual inspection, and qa sampling inspection. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the acumen cuff, the user experienced inaccurate values when compared to the arterial line and oscillometric arm cuff. The issue occured after the 4-hour mark of time when the brief 5-minute pause occurs. The user reports, a drift of up to 20 points sbp and 10 points from map. Prior to this brief pause the finger cuff on the acumen iq cuff was "very comparable". There were no error messages and the user confirmed hrs placement, proper cuff placement, and reviewed patient positioning, but the issue was not resolved. There was no patient injury.